Manufacturer narrative:
Study source: (B)(4) study. The device was not returned because it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Pancreatitis is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex fc biliary stent was implanted during a procedure performed on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the stent was being placed to treat a stricture due to a tumor at the head of the pancreas. A baseline biliary obstruction assessment performed on (B)(6) 2013 revealed jaundice, dark urine, and pale stool. In addition, baseline liver function tests were performed. On (B)(6) 2013, the patient underwent the stent placement procedure. A biliary sphincterotomy was performed during the procedure but a pancreatic sphincterotomy was not performed. A prophylactic pancreatic stent was not placed and the subject was given prophylactic antibiotics. The study stent was implanted in a satisfactory position across the stricture. The stent placement was performed as an inpatient procedure. On (B)(6) 2013, the patient experienced post ercp acute pancreatitis. The patient was treated with medication and had a prolonged inpatient general hospitalization. The event was considered resolved as of (B)(6) 2013. According to the investigation site, the event was related to the stent and the stent placement procedure.